Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve damage issue occurred. The inner sheath could not advance due to the hemostatic valve damage. A second device was used to complete the procedure. There was no report on adverse event on patient. Additional information was received on 04-jun-2024. Air did not enter into the patient¿s body. The approximate volume of blood that was lost was less than 10ml.

Manufacturer narrative:
It was reported that a patient underwent a pvc procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve damage issue occurred. The inner sheath could not advance due to the hemostatic valve damage. A second device was used to complete the procedure. There was no report on adverse event on patient. Additional information was received. Air did not enter into the patient¿s body. The approximate volume of blood that was lost was less than 10ml. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broken in the middle section, the sheath was divided into two parts. It was also observed that the hemostatic valve was dislodged inside of the hub component. The returned condition of the device broken in the middle section was also assessed as MDR reportable. The awareness date for this biosense webster, inc. Product analysis lab finding is (B)(6) 2024. Investigation completion details: according to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. It was not possible to assign a root cause based on the current evidence. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the vizigo sheath was observed broken in the middle section, the sheath was divided into two parts. It was also observed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgment issue reported by the customer was confirmed. The potential cause of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The broken sheath condition is an issue unrelated to the event described by the customer. The potential cause of this issue cannot be established. The instructions for use contain (IFU) the following precautions: after the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the picture provided and customer¿s reported ¿hemostatic valve damage¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿broken in the middle section¿. -investigation findings: fracture problem ((B)(6)) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve damage¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).